Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(6), upon removal of the 18fr esheath it was observed that the middle part of the esheath had been damaged during the procedure and the wire inside the esheath had come out of the damaged e-sheath. "A scar of patient right femoral artery was ruptured" and it took about 5 hours to obtain hemostasis by manual compression. The patient was stable and was discharged a few days later. Nothing out of the ordinary was noted while inspecting the sheath during prep. There were no difficulty inserting or removing the dilators. There was no difficulty removing the sheath. No difficulties were encountered with the closure device used. The access vessel minimum luminal diameter (mld) measured 6.8mm with no calcification and no tortuosity.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien xt valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The device was not returned to edwards lifesciences for evaluation, for this reason a limited investigation was performed. A device history record (DHR) review did not revealed any issue that could have contributed to this event. A lot history review revealed no similar returned complaints. A review of complaint history from (B)(6) 2014 to (B)(6) 2015 revealed other returned complaints for ¿sheath shaft ¿ liner torn¿ for model 918es26 and 918es26j. Review of the complaint history for the month of october 2015 revealed that the occurrence rate does not exceed the control limits for this trend category. Past complaints have suggested that patient or procedural factors may have been factors for inducing liner tears: calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. In this case, it was reported that there was no calcification in the access vessel, which makes this an unlikely factor unless there was a deposit that was not appreciable during assessment/imaging. Vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the advancement or retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear. It was unclear based on the description whether or not the tear was observed before or after delivery system advancement. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the reported liner tear was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. A root cause was unable to be determined at this time. Available information supports that patient or procedural factors may have contributed to the events. The minimum required vessel diameter for an 18 fr sheath is 6.5mm. In this case, the exact cause of the reported femoral artery injury cannot be determined. Per report, the patient access vessel mld measured 6.8 mm with no calcification and no tortuosity. It is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.